Event description:
It was reported by service report that the mattress had fluid intrusion on the inside of the foam. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: mattress was replaced.